Event description:
It was reported that the device was above the parameters, the pump did not pass precision test. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The device turned on and the pump failed downstream occlusion (dso) testing, and the delivery test failed as well. The pump failed accuracy testing as the results were out of the 6% tolerance. The cause of the customer reported problem was the valves, dso sensor, and upstream occlusion (uso) sensor were damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, uso sensor, valves, and updated the software.